Event description:
The user facility reports: during a bunionectomy surgery (B)(6) 2013, it was reported the standard console w/ irrigation for electric pen drive does not work. There were no delays in surgery; a spare competitor device was used to complete the surgery successfully. The reporter stated there were no injuries or medical interventions reported. All available event information has been disclosed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: dzi, erl, hbe. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 2520274-2013-03357

Manufacturer narrative:
This device used for treatment and not diagnosis.the manufacturing documents were reviewed and no complaint related issues were found.